Event description:
Unomedical reference number (B)(4). Event occurred in poland on (B)(6) 2024, it was reported by the patient that leakage from the infusion set during normal use. Infusion set has been in use since last 15 hours. No further information was available.